Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. G4: 510(k) - k171712. The following fields were updated per additional information received: a2, a4, b1, b5, b6, b7, d1, d4, g4, h4, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava (vc) perforation, tilt, fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fear is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt and vena cava perforation. The patient further alleges fear. Report from CT (computed tomography): "inferior vena cava filter is present, tip 4.2cm below the level of the renal veins. Minimal transcaval extension of inferior filter struts, 3.5mm anteriorly on image 45, 7mm posteriorly on the right abutting the l3 vertebral margin. No aortic impingement. Filter tip lies at the left anterior caval margin. There is 10 degrees leftward tilt of the filter tip relative to the caval axis on coronal images, and 6 degrees anterior angulation on sagittal images."

Manufacturer narrative:
Catalog # is unknown but referred to as celect. Non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(4) 2017, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
It is alleged that the patient underwent a successful filter retrieval on (B)(6) 2021 due to tilt and vena cava perforation. Retrieval report (successful): "the catheter was positioned below the ivc filter. A cavagram was performed which demonstrated intact ivc filter with no luminal thrombus. There was significant filter tilt." "The hangman technique was successful however in removing the significant tilt in the ivc filter. The filter was grasped within the sheath however, the indwelling sheath was not able to capture the device appropriately." "Through the sheath, a endobronchial forcep device was advanced to grasp the filter apex. However, this process was also limited due to significant tilt. The bronchial forceps were used to decrease the tilt in the filter. A three-pronged filter retrieval snare was advanced through the sheath and was able to snare the filter hook successfully. The filter was collapsed with the sheath and removed externally. The filter was inspected outside the body and was noted to be in intact condition."

Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.